Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: intuitive surgical, inc. (Isi) re-evaluated the reported 8 mm suction irrigator instrument. The instrument was analyzed and was found to have only a broken grip tip. The distal clevis did not have any issues. Annex g was updated based on the information received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator was analyzed and found to have the customer reported issue jammed in the trocar. The instrument was found to have a broken grip tip at the distal end with the distal tip completely missing and not returned. Additionally, the snake wrist disk was missing, and the snake wrist cables were retracted inside the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The probable root cause for the missing distal tip is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause for the snake wrist disk is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other objects or hard surfaces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was found to have a broken distal clevis at the distal end. The distal tip was broken and completely missing from the distal end. The missing pieces were not returned with the instrument. The snake wrist disk was missing and snake wrist cables were retracted inside the main tube. The event was caused partially or wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during a da vinci-assisted surgical procedure, suction irrigator (si) was "jammed" in the cannula. The customer used a backup si instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury.